Event description:
The customer reported that the system had problems with the fluoroscopy, brakes, and camera iris. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the grid, adjusted the camera iris dose, and repaired the cradle brake. The system operates as intended.